Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead implant was unsuccessful because the lead was difficult to place. It was noted that the physician was unable to advance the stylet to the distal portion of the lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned. The stylet was not returned with the lead. A fresh 14-45 gray stylet was fully inserted in the lead without resistance. If information is provided in the future, a supplemental report will be issued.